Event description:
Laparoscopic grasper returned for evaluation was found to have one jaw broken off. Upon inquiry the biomed at the hospital's instrument service said it had occured during cleaning, not during a procedure. If the part had broken off during a procedure it might have required measures to retrieve the part, delaying the procedure.